Manufacturer narrative:
Prior hospital admission on (B)(6) 2018 for anemia with melena is reported on medwatch MFR report # 2916596-2018-04128. Approximate age of device - 4 years and two months. Manufacturer's investigation conclusion: the device remains implanted and the patient remains on lvad support. A direct relationship between the device and the reported gastrointestinal bleeding could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2018, it was reported that the patient was admitted for a suspected gastrointestinal (gi) bleeding. A colonoscopy revealed a possible ischemic bowel with a bleeding ulcer in mucosa. Further clinical workup revealed acute colitis and not ischemic bowel. The patient was clinically monitored. No further information was provided.